Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found bubbles in the sample syringe. The fse replaced the reagent probe, sample probe, sample syringe and reagent syringe to resolve the issue. The fse cleaned the water filter and the tank along with decontaminated the analyzer. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported nine (9) patients had low results with a g, k and wa flag on multiple chemistries including albumin, globulin, blood urea nitrogen, calcium, cholesterol, triglyceride, hdl-cholesterol, vldl, uric acid, total bilirubin, c-reactive protein and indirect bilirubin on their dxc 700 au clinical chemistry analyzer. The low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided results for nine patients.